Manufacturer narrative:
Exemption number e20130170. (B)(4) (importer) is submitting the report on behalf of b. Braun italy s.p.a. (Manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). Two (2) unused bags were received for evaluation. Upon visual inspection by the naked eye, one particle was detected inside each bag. These particles were identified as acrylonitrile butadiene styrene (abs) under ft-ir analysis. There is a component of the bag assembly that is made from abs. Under further visual inspection of the component containing abs, a chipped edge was detected. The cause of the damage to the component could not be determined. The component containing abs is purchased from an approved supplier and goes through an incoming inspection before being used in production. A device history record review was performed for the component going back two years, and this review did not reveal any abnormalities or nonconformances. The supplier of the component was notified of this report. A project has been initiated to address issues involving this component. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2013017 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun italy s.p.a. (Manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: facility received a 2l final container that had white particulates inside of it when it was unpackaged. No patient involvement.